Event description:
Failure of tourniquet to properly insufflate and maintain pressure. Faulty connection at nitrogen supply. Site connector required replacement. Pt remained in o.r. Approximately 30 mins extra due to equipment failure.